Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to gradual increase in charge time (CT). Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to gradual increase in charge time (CT). Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h1: type of reportable event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to gradual increase in charge time (CT). Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to gradual increase in charge time (CT). Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h1: type of reportable event. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.